Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) system experienced a pneumothorax when the lead was accessed through the patient's subclavian vein.